Event description:
It was reported that customer experienced malfunction code 12 on t:slim x2 pump with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if any malfunction code occurred again.